Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, when the physician tried to deploy the anchor from the anchor dispenser tool, the anchor would not slide off onto the catheter, as there was a buildup of pressure on the anchor. The anchor body was then damaged, and therefore could not be used. Reporter stated that there also appeared to be damage to the metal rod inside the deployment tool. No patient symptoms or injury was reported. Patient outcome was reported as "doing fine so far". Additional information requested, however, was not yet available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0205839912, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Analysis of the catheter anchor found that it did not properly detach from the ascenda tool and therefore was not able to use. The proximal side of the anchor showed significant tearing along with slight shearing damage on the distal side. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube.